Manufacturer narrative:
The investigation of thrombus, atrial fibrillation, and stroke has been completed. The impella device was not returned for evaluation. As the necessary information was not provided, the root cause of the thrombus, atrial fibrillation, and stroke was not determined. As noted in the impella instructions for use: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ b.3 revised event date as it was previously entered incorrectly on the initial manufacturer device report number 1220648-2025-26208. G.3 date of awareness was reflected incorrectly on the initial manufacturer device report number 1220648-2025-26208 and should have reflected (B)(6)2025. H.10 some instructions for use wer inadvertently omitted from the initial manufacturer device report number 1220648-2025-26208 and were added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation: section: impella cp with smart assist catheter insertion: section: axillary insertion of the impella cp with smart assist catheter: section: use of impella with transcatheter aortic valves: ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported that multiple complications were encountered during and following impella cp support. Following planned explant of the device the following day, the patient went into atrial fibrillation and a stroke alert was called. In addition, a thrombus was discovered in the left ventricle. The patient's overall condition following the report was considered to be stable.